Event description:
The customer reported the catheter was leaking as soon as they connected to the a-line tubing.

Manufacturer narrative:
Qn# (B)(4). The customer returned one lidstock and radial artery catheter for evaluation. Visual examination did not reveal any defects or anomalies. The total length of the catheter measured 2.720" which is within specification of 2.715-2.755" per product drawing. The returned catheter was initially tested by flushing using an inventory syringe. The catheter functioned as expected. Then distal end was then occluded and tested again, no leaks were observed coming from the catheter. The catheter was then leak tested according to bs en 1707 sections 4.2-6.2. With the distal end of the catheter occluded, water was injected into both extension lines of the catheter to a pressure of 300 kpa and maintained for 30 seconds. No leaks were observed from any part of the catheter. A device history record review was performed with no relevant findings. The IFU provided with this kit cautions the user, "in order to minimize the risk of problems associated with disconnects, it is recommended that only luer-lock connecting tubing be used with this device. The reported complaint of the catheter leaking could not be confirmed through examination and functional testing of the returned sample. The returned catheter did not leak during functional testing. A device history record review was performed on the catheter and no relevant manufacturing issues were identified. No problem was found with the returned catheter. No further action will be taken.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported the catheter was leaking as soon as they connected to the a-line tubing.